Manufacturer narrative:
(B)(4) (lot #d1dnl021). Method: actual device not evaluated. Device history record was reviewed. No ncmrs, complaint trends identified. A CAPA was completed for directcheck starting with lots manufactured in june 2011. This lot was distributed approx 4 months prior to implementation of the CAPA. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials area activated. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports hurt right hand (palm) while using direct check quality control. The user was not using the protective sleeve at the time of the incident. Irritation and redness at site of injury resolved 2 hours later. No report of serious injury or treatment was provided. This event occurred outside the united states during conduct of a pharmaceutical clinical trial. Material safety data sheet was provided to customer. Directcheck does not contain human blood products.